Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited oversensing. It was noted that the patient was admitted in the hospital, two months later with the further episode of loss of consciousness and asystole. The variable thresholds were noted and the patient had lead revision. During the procedure the new rv lead was tested but the operator encountered difficulties while retracting the helix. The operator further noticed that the old rv lead was connected correctly and the issue with the header / grommet of the device was suspected. The ipg was explanted and replaced and the old rv lead is still in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and an asystolic event. A sudden rise in right ventricular (rv) pacing thresholds was suspected. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and an asystolic event. A sudden rise in right ventricular (rv) pacing thresholds was suspected and loss of capture was noted. The lead was reprogrammed and remains in use. It was further reported that the rv lead exhibited oversensing. It was noted that the patient was admitted in the hospital, two months later with the further episode of loss of consciousness and asystole. The variable thresholds were noted and the patient had lead revision. During the procedure the new rv lead was tested but the operator encountered difficulties while retracting the helix. The operator further noticed that the old rv lead was connected correctly and the issue with the header / grommet of the device was suspected. The ipg was explanted and replaced and the old rv lead is still in use. No further patient complications have been reported as a result of this event.